Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming and a motor position encoder error alarm. The customer's blood glucose was 134 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not detected during testing. Motor position encoder error alarm was not verified in the alarm history due to history file overwritten. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.